Event description:
Pt home-care tracheostomy child admitted for pneumonia. Pt began wheezing. Mother removed tracheostomy tube and attempted to replace with spare provided by home health agency. Mother could not remove obturator and child became cyanotic during attempt. Nurse summoned. Tube removed and a smaller tube substituted until original tube couldbe cleaned and re-inserted. Child regained color as soon as occluded tube replaced. Pt subsequently released back to home care. No sequalae.